Event description:
On (B) (6) 2010, patient's daughter reported that the patient experienced an elevated blood glucose. Patient's daughter stated on (B) (6) 2010, patient took a shower and reconnected to her infusion site. Daughter reported the patient became sick and noticed her blood glucose was 500 mg/dl. Daughter stated they removed the infusion site and noticed the needle was bent. No occlusion alert displayed on the infusion device. Patient's normal blood glucose range is 140-200 mg/dl. Daughter reported the patient was hospitalized due to the elevated blood glucose. Patient had already switched to her backup infusion device. Daughter stated the hospital staff injected insulin while the patient was connected to her backup infusion device and her blood glucose dropped to 25 mg/dl. Daughter reported patient's blood glucose is now under control, but she remains hospitalized. No product return was requested.

Manufacturer narrative:
Method and results - no product will be returned for evaluation.